Manufacturer narrative:
Philips service replaced pdu fuses outputs; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor went blank during use due to a fuse failure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.